Manufacturer narrative:
(B)(4). : information was not provided by contact. Additional information: were the staple present in the tissue and what was the staple form look like prior to it "bursting from the tissue"? The staples were present in the tissue and the tissue and the staple had a formation before coming out. What is meant the "tissue burst from the staple line"? The staples came out from the tissue after firing. What was the condition of the patient immediately after the event? Stable. Did the patient have any relevant history/pre-existing medical conditions that would have impacted the surgical outcome? No. Did the prolonged surgical time impact the patient post operative care? No. How much blood did the patient loose? Not sure. Did the patient require blood or blood products? Not sure. The analysis results showed that one cartridge reload was received in good visual conditions and void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure the surgeon fired the contour and waited for two minutes before releasing the firing handle. After releasing, bleeding happened and staple line burst out from the tissue. Surgeon had to spend hours to hand sew and fix the problem. Surgeon had to hand-sew in a very, very tight area and this resulted in a lot of difficulties during the procedure. Patient had to spend extra hours on the bed due to the staple line that was burst. Procedure was prolonged by 240 minutes.